Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the error message first appeared at 10am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that right after the alleged product issue occurred they developed the symptom of ¿sweats¿; a symptom which the patient informed the mss they associated with low blood glucose levels. In response to this symptom the patient informed the mss that they self-treated by consuming a cookie and their symptom subsided soon after. No further treatment was required. At the time of troubleshooting the customer care advocate walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to measure their blood glucose on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.